Event description:
Caller, representative of purchasing, called in a report that a pt experiences four occurrences of decannulation/recannulation due to reports of leak cuff. The caller reported that no further details surrounding the circumstances of this report are available. No sample available for analysis.